Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hit a tree and the insulin pump had missing segment/partial display. The customer was assisted with partial display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the screen was flashing white. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test verify missing segments and partial display due to vertical cracked lcd controller . The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.